Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. During the procedure the mesh delaminated. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The used mesh product was returned as two separate pieces the orc component and the mesh component. The mesh component was the full with no cuts, holes, or tears present, but with residual blood and/or tissue remains present. The returned orc component was discolored from use and in a crumpled folded mass that could not be unfolded without damaging the returned used product component. The cause of the delamination could not be determined.